Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-09238. It was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified in the mid left anterior descending artery (lad). A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was unable to cross the lesion. Subsequently, ablation was attempted for about 5 minutes; however, the burr was still unable to cross the lesion. The physician opted to change the size of the burr; however, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit and the procedure was completed with a 1.25mm rotalink plus and another of the same rotawire. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Lot number corrected from 18248204 to 0019218919. Device expiration corrected from 06/30/2017 to 04/30/2018. Device manufactured date corrected from 08/04/2015 to 05/07/2016. (B)(4).

Event description:
Same case as 2134265-2016-09238. It was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the severely tortuous and severely calcified in the mid left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, it was noted that the burr was unable to cross the lesion. Subsequently, ablation was attempted for about 5 minutes; however, the burr was still unable to cross the lesion. The physician opted to change the size of the burr; however, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit and the procedure was completed with a 1.25mm rotalink¿ plus and another of the same rotawire. No patient complications were reported and the patient's condition was good.